Event description:
It was reported that the instrument was detached from the handle during the implantation. Surgery is completed with the spare instrument. Surgery was completed successfully and no adverse event happened.

Manufacturer narrative:
Method: device history review; complaint history review; results: this device was manufactured in 2006, approximately 8 years prior to the date of the reported event. The plausible root cause of the reported event is normal material wear. Conclusion: the vlift expander was confirmed to have a fracture near the connection between the inner shaft and the knob upon visual inspection. The manufacturing records were reviewed and there were no discrepancies found during the manufacturing process. A material analysis was performed for a previous complaint and concluded that the shaft broke due to fatigue and bending. There were no material or manufacturing defects observed on any of the surface features examined.

Event description:
It was reported that the instrument was detached from the handle during the implantation. Surgery is completed with the spare instrument. Surgery was completed successfully and no adverse event happened.